Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Pt was implanted in 2004. Developed an infection a year or more ago. Had fever, took antibiotics, had numerous tests; pet scan indicated a growth; surgery was performed; found mesh was infected and had turned into a "ball".